Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic t hat the insulin pump had the insulin flow block alarm. The customer reported that the battery has remained in use lesser than expected. The customer indicate dthta they were using the suspend on low feature. The insulin usage and basal rate has changed. It was also reported that the backlight timeout was set to greater than 15 seconds. The brightness was set to a level greater than 3. The history mentioned that there were more than 5 alarms. Troubleshooting was performed successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Retainer ring = black. On may 06, 2022 customer alleged insulin pump's battery lasts less than expected. Insulin pump passed sleep current measurement, self-test, and displacement test. Insulin pump failed active current measurement due to moisture on electrical board 1 and corroded battery tube. P-cap / reservoir locks properly into place. Insulin pump successfully downloaded traces and history file using thus. Verified low battery alert in insulin pump downloaded history on may 07, 2022 at time 11:33:00.000. Verified insert battery alarm in insulin pump downloaded history on may 07, 2022 at time 21:21:13.000. Verified failed battery alarm in insulin pump downloaded history on may 15, 2022 at time 19:25:43.000. Verified power loss alarm in insulin pump downloaded history on may 25, 2022 at time 8:28:21.000. Insulin pump was cut open to perform visual inspection and found moisture electrical board 1 and corroded battery tube. No moisture damage was found on the electrical board 2, motor, or force sensor. The following were noted during visual inspection: end cap address label fading, scratched case, and pillowing keypad overlay. Battery lasts less than expected was confirmed due to fast battery power loss during testing and moisture damage found on electrical board 1 and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.